Event description:
Device malfunction: suture retrieval issue (device #1). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the plunger was retracted there was a teflon link attached to the anterior needle. The cuff was attached to the loose end of the teflon link, but no suture was attached to the teflon link. The tip of the posterior needle had initially engaged the cuff, but pulled out of the cuff during the plunger withdrawal. The suture seemed to be restricted in the device and stalled, halting the movement of the suture and the posterior needle tip. After removal of the device the suture was found around the proximal guide. The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using a non-abbott device. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Device #2 - proglide part# 12673-05; lot# 77015-6h), is being filed under a separate medwatch report.